Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-adapters upn: m365sc9208150 model: sc-9208-15 serial: (B)(6). Batch: 7071312 UDI:(B)(4). Product family: scs-adapters upn: m365sc9208150 model: sc-9208-15 serial: (B)(6) batch: 7071825 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) and adapters were explanted, as per the patient statement, the therapy was no longer effective. The ipg and adapters were disposed by the facility and will not be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) and adapters were explanted, as per the patient statement, the therapy was no longer effective. The ipg and adapters were disposed by the facility and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device sc-1216; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. A labeling review did not reveal any anomalies as it states that undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure and that persistent pain at the ipg or lead site are known risks with the use of spinal cord stimulation (scs). Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: known inherent risk of device. The device sc-9208-15; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. There is no complaint against the functionality of the device. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. The device sc-9208-15; (B)(6) was not returned for analysis; therefore, a technical analysis could not be performed. There is no complaint against the functionality of the device. A review of the device history record (DHR) confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: unable to exclude device problem. B3: approximated based on the date the manufacturer became aware of the event additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7071312. UDI: (B)(4). Product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: 7071825. UDI: (B)(4).